Manufacturer narrative:
The conclusions are as follows: the reset, described in the complaint, occurred during a real-time data transmission by bluetooth low energy (ble) telemetry performed at the follow-up dated of (B)(6) 2024. This reset was most likely triggered by an abnormal behavior of a hardware component during the ble transmission. The re-initialization has been correctly performed and the subject device has returned to a normal functioning. The bav iii episode (with less than 4 seconds) noticed in the sequence of events section, was stored just after software re-initialization. The device was in pseudo-aai of safer mode before switching in ddd afterwards. That is the reason why only a few seconds of egm are available. This complaint is recorded for trending purposes.

Event description:
During the pacemaker follow up on 29 january 2024, the doctor got a warning message: the device has been reset once since the start of its life. It happened the (B)(6), the day after implantation. The patient tells us that he has not undergone any operation or manipulation that could have caused this behavior. The doctor who checked the pacemaker post the operation didn't notice any issue. Telecardiology did not indicate this reset. On (B)(6) 2024, the only event found in the memories is a bav iii episode with less than 4 seconds of tracing are recorded. The pacemaker seems to be working well today but no cause has been identified for the reset.

Event description:
During the pacemaker follow up on (B)(6) 2024, the doctor got a warning message: the device has been reset once since the start of its life. It happened the 5 january, the day after implantation. The patient tells us that he has not undergone any operation or manipulation that could have caused this behavior. The doctor who checked the pacemaker post the operation didn't notice any issue. Telecardiology did not indicate this reset. On (B)(6) 2024, the only event found in the memories is a bav iii episode with less than 4 seconds of tracing are recorded. The pacemaker seems to be working well today but no cause has been identified for the reset.